Manufacturer narrative:
(B)(4): the peritonitis event occurred on an unspecified date in july 2014.the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported) for the event. It was reported the patient was recovered from this event (ten months after onset). On an unreported date, dianeal therapy was discontinued and hemodialysis was started. At the time of this report hemodialysis had been ongoing for three months. No additional information is available.